Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 23-jan-2018 with the following findings: the ok button was intermittently responsive. The button contact was found to be damaged. The battery compartment was found to be damaged and there was evidence of moisture ingress.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the ok button was under responsive and moisture was present in the pump. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.